Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient noticed signs of infection on tuesday (B)(6) 2023, in which it was reported that the incision at the ipg pocket site opened up. The patient was admitted to the hospital on wednesday, (B)(6) 2023 and had a system explant on (B)(6) 2023.